Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The corporate provided blood port caps and adapter caps were returned attached to the dialyzer. There was blood noted throughout the dialyzer. There were visible marks of damage noted on both sides of the bell housing, on the cavity ID end. Each mark measured approximately 1.5 inches in length. There was no other damage noted on the returned sample. A laboratory bubble point leak test was performed on the returned sample. A leak was detected in the same area as some of the damage, at approximately 270° on the cavity ID end, with the ports positioned at 0°. The dialyzer was then subjected to destructive disassembly for further visual examination. Broken fiber fragments were identified in the same area as the leak. Due to the damage, a microscopic photo of the potting surface could not be taken. Further examination of the complaint device did not identify any other damage or irregularities. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Event description:
It was reported to fresenius that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Additional information was obtained through follow up with the hd clinic¿s facility administrator (fa)/registered nurse (rn). The blood leak was reportedly internal and visually observed in the dialysate compartment of the dialyzer. It was confirmed that the machine, a fresenius 2008k2, alarmed appropriately with a blood leak alert. Fresenius bloodlines were also being utilized for the treatment. No damage was noted on the dialyzer prior to treatment. However, the dialyzer was closely inspected after the event and ¿dents¿ were reportedly identified on the arterial header cap of the device, on both sides of the cap. In addition, the fa reported that the breach in the fibers appeared to have occurred on the arterial end of the device. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was less than 100 ml. The fa confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The dialyzer was reported to be available for a manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Additional information was obtained through follow up with the hd clinic¿s facility administrator (fa)/registered nurse (rn). The blood leak was reportedly internal and visually observed in the dialysate compartment of the dialyzer. It was confirmed that the machine, a fresenius 2008k2, alarmed appropriately with a blood leak alert. Fresenius bloodlines were also being utilized for the treatment. No damage was noted on the dialyzer prior to treatment. However, the dialyzer was closely inspected after the event and ¿dents¿ were reportedly identified on the arterial header cap of the device, on both sides of the cap. In addition, the fa reported that the breach in the fibers appeared to have occurred on the arterial end of the device. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was less than 100 ml. The fa confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The dialyzer was reported to be available for a manufacturer evaluation.